Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor test. There was no reported adverse event.

Manufacturer narrative:
Additional information was recieved that there was no patient present at the time of the event.